Event description:
The user facility reported that the involved tr band lost air. Additional information was received 23 may 2023: producer performed was a left heart catheterization. 14 ml's of air was injected into the tr band when it was applied. The tr band started to deflate 30 minutes after the procedure. The device was not manipulated before use in any way. The tr band was stored in the original box in the cath lab procedure room. Hemostasis was achieved by manual pressure and a new tr band was placed. Patient was in stable condition. The estimated blood loss was 20 ccs. There was no noticeable damage to the tr band.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the tr band was inflated with air and then the band deflated on its own. The patient was in stable condition. The procedure outcome was a success. There was no patient injury/medical or surgical intervention required. Additional information was received on 01jun2023: the tr band was used, it delated and another tr band from the same lot was used, and it deflated as well; therefore, they held pressure.

Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: director of invasive cardiology; the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.